Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had compromised force sensor system error and prime fill anomaly. The customer¿s blood glucose level was 114 mg/dl. The customer stated that the insulin pump was exposed to moisture. The customer reported that the insulin was squirting out during prime fill anomaly. The customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.